Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector and the lens tore so the surgeon opted not to use the lens, no patient contact.

Manufacturer narrative:
Evaluation: conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.